Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after turning off the pump and plugging it into a power source to charge, the customer could not turn the pump back on. The customer's blood glucose (bg) level was 300 mg/dl. The customer used an insulin pen to treat elevated bg level. During troubleshooting with tandem technical support, it was determined that the customer had accidentally put the pump into storage mode. The customer was able to turn the pump back on and resume insulin delivery.